Event description:
Neurological injuries, profound and permanent neurological damage [nervous system disorder]. Severe and permanent physical injuries [injury]. Zinc toxicity [metal poisoning]. Copper deficiency [copper deficiency]. Case description: an attorney reported that his then (B)(6) male client, used fixodent denture adhesive, version unk between 1990 and 2009 and reported the following: neurological injuries, hematological problems, zinc toxicity, copper deficiency. The case outcome was not recovered/not resolved. The consumer discontinued use of the product. No further info was provided. June 01, 2012 received attorney's follow-up letter: an attorney reported that their male client used fixodent denture adhesive, form/version unk and reported add'l events of profound and permanent neurological damage, severe and permanent physical injuries, and other injuries which have left him unable to perform his normal, customary and daily activities. Treatment : unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.